Event description:
The customer stated that one patient sample (sid (B)(4)) generated higher than expected results for the potassium, creatinine and urea nitrogen assays when tested with the architect analyzer. The initial high results (k+: 7.3 mmol/l and creatinine: 11.4 mg/dl) were generated on (B)(6) 2013 and reported out. The doctor then treated the patient with insulin, lasex and diarrheal medicine presuming the patient had a kidney failure. The same sample was then retested 2 hours later with lower results of (k+: 3.9 mmol/l and creatinine:0.8 mg/dl). After the initial results were questioned, the sample was retested 2 days later with two different architect instruments as follows: (c8000 c16000) k+ 4.9 (4.8) mmol/l, cre 4.1 (4.0) mg/dl. The customer is wondering if certain drugs could have an interference with the sample as a urine sample from the same patient tested positive for benzodiazepines. No consequence or impact to patient health was reported due to the unnecessary treatment.

Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.

Manufacturer narrative:
Product evaluation was performed in order to investigate this issue. The original sample was retrieved 2 days later; re-spun and analyzed. Creatinine was high, but not as high as the original result. Potassium was slightly high but much lower than the original data and urea was also up, but not as high as before. Labeling was reviewed for all 3 analytes in question. There is adequate labeling which includes the description of acceptable samples and expected ranges. Certificates of analysis for all suspect products were reviewed and all met expected specifications at the time of manufacture. All instrument qc was reported to be within expected ranges. This was confirmed by log review. However, no result log or lls.log data exists in the instrument for the timeframe around the suspect sample results. The logs for that interval were not captured for storage. Trending of complaints against the suspect parameters was conducted. No adverse trends were found. The detailed log results for the analysis of the results, liquid level send (lls) and pressure monitoring readings are not available. The most likely cause of this incident is a sample specific issue such as fibrin, clot or other particulate matter which could have been interfered with the pipetting or analysis, causing the erroneous results. No malfunction or product deficiency could be identified as a result form product evaluation.